Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the power consumption is increasing in a gradual fashion. Subsequently, the device was explanted, and a new device was implanted. No additional adverse patient effects were reported.